Manufacturer narrative:
H2 device evaluation: analysis of the lead found the braid and all conductors except #0 and #5 were broken 19.3 cm from the distal end. H6: please note that method code b17, result code c20, and conclusion code d14 no longer apply to this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 03-sep-2028, UDI#: (B)(4), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that abnormal impedance resulted in a loss of stimulation and recurrence of severe pain in the patient.  No known external or patient related factors contributed to the issue. An impedance check was performed on (B)(6) 2025 showed abnormal high impedance greater than 40000 ohms on lead contacts 9, 13, 14, and 15. The abnormal lead impedance was rendering the lead non-functional. Reprogramming attempts were made, but stimulation could not be restored. Surgical revision was performed on (B)(6) 2025 where it was confirmed that the lead was twisting, was non-usable, and there was disconnection. The lead was replaced. Post-operative impedance check confirmed normal values, and stimulation was restored. The issue was resolved. The patient was alive with no injury. Photographs were provided of the lead. The impedance results were also provided and showed all pairs involving electrode 9, 13, 14, and 15 had an impedance result of 40000, other pairs ranged from 1300-35490 ohms. Additional information was received from the manufacturer representative (rep) reporting that the impedance values indicated "avoid." The breakage could not be visually confirmed. The lead was not disconnected from the ins.